Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor anomaly. Customer's blood glucose at time of incident was 5.6mmol/l. The customer stated that 3 failed and change sensors, 1 missing probes and 1 would not insert due to bent needle. The customer stated that 1 sensor fell out.